Event description:
After pre-dilating a slightly calcified, 75% stenosed proximal circumflex lesion, the cypher sds was delivered to the lesion with slight difficulty. The sds was inflated at the target lesion and while the balloon was being inflated, the balloon ruptured at twelve atmospheres, causing a dissection from the proximal end of the cypher to the left main. To treat the dissection, poba was conducted at low pressure and a bare metal stent was implanted. The procedure was finished with no adverse consequence to the pt. The cypher stent was sufficiently expanded and deployed, so no further intervention was required on behalf of the cypher. The deployed sds product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, represented is distributed outside the united states, but is similar to us distributed stent delivery systems.